Event description:
Baxter (B)(4) received a report that an infusor had restricted flow. The device was filled with a solution of glucose.this condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. It was noted that upon receipt, the device contained approximately 80 ml of glucose solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of flow at the distal luer. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. The root cause was determined to be a sealed lumen within the flow restrictor; specifically, an excess of solvent was found sealing the lumen. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4).the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.